Manufacturer narrative:
The lot number was not provided. The device is expected to be returned for evaluation. It has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during the implant procedure, the graft allegedly came apart. The patient was reportedly not symptomatic or injured due to the event. No further information was provided.